Event description:
It was reported that during a da vinci si surgical procedure, the surgical staff reported seeing a burned tip on the permanent cautery hook instrument nothing was reported having fallen into the patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Complaint of instrument tip was burned was confirmed. Instrument was found with charred mark on the proximal clevis near the main tube connection. There was a hairline crack found on the clevis near the char marked.